Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient was still having back pain, even with the stimulation on. The patient also reported that they were having pain at the ins site starting in early (B)(6) 2017. The patient also reported that they had a staph infection starting in (B)(6) 2017 and they were taking a lot of medications. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.